Event description:
During an abdominal hysterectomy procedure, the instrument did not fire properly. The surgeon applied another device to complete the procedure. The hosp has reported no pt injury occurred.

Manufacturer narrative:
10/24/96- submission of supplemental report #1 to FDA by mfg.